Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was described as broken support arm. The issue was confirmed in problem description. No pictures were attached. Based on information provided, the issue was resolved by replacing support arm 177. The main function of support arm is carrying the patient tubes, which connects the ventilator to the patient. The faulty part has not been returned for further analysis as it was discarded. The root cause of the failure has not been established. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 12/16/2008, corrected manufacture date: 12/19/2008.

Event description:
It was reported that the support arm was replaced. There was no patient harm. Manufacturer ref.#: (B)(4).